Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were stuck in the stapler during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there is a partially formed staple in the stapler. The staples appear to be slightly misaligned. The stapler was returned with 37 staples left. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. On the first attempt, the partially formed staple and another staple were both fired at the same time. Neither staple was able to properly form. Another attempt was made and, this time, the staple was able to properly form. However, the staple was unable to release from the device. Several more attempts were made with the same results. The staples were forming properly, but were unable to release. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. Other remarks: one correctly formed staple was formed, but did not release. The staple was manually removed. Two more attempts were made and the staple could not release on either attempt. The lab inventory anvil was then placed into the returned sample. Upon engagement of the trigger, one staple was able to properly form and release. This was repeated with the same result. It appears that the anvil could be defective. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was sent to (B)(4) for further investigation and the defect was confirmed with the anvil. Nonconformance, (B)(4), has been opened to further investigate the complaint issue as the anvil did not release the staples once the trigger was engaged. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The staples were able to properly form but were unable to release from the device. The anvil from the returned stapler was placed into a functioning lab inventory staple. Upon engaging the trigger, the staple formed but would not release. Next, the anvil from the lab functioning stapler was placed into the returned stapler. Upon engagement of the trigger, the staple was able to properly form and release. It appears that the anvil is defective. The stapler was returned with 37 staples left in the cartridge. No errors could be found in the assembly. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance, (B)(4), has been opened to further investigate the defective anvil part.

Event description:
The staples were stacked in the stapler during use. The patient's condition was reported as fine.